Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient who was implanted with a model 106 in (B)(6) 2015 already has 1/3 of battery life remaining. It was indicated that system diagnostics have been performed and the battery is coming back with less than 1/3 battery life left. There are no events reported which could explain the depleted battery life like additional exposure to cautery or other types of electrical exposure. A battery status indicator is visible which shows a battery level consistent with a 2.74v < vbat = < 2.87v range considered to be in the bottom 25% of the generator's battery life. The battery gauge is green, indicating pre-ifi status. The design history record for the m106 was reviewed on 06/02/2016. Records shows that the generator passed all functional tests including r-wave configuration prior to distribution into the field.

Event description:
It was reported on (B)(6) 2016 that the generator was replaced on (B)(6) 2016. The decoder was reviewed on 06/29/2016 for the patient's m106 device. History was available on (B)(6) 2015, (B)(6) 2016. From the decoder, on 1(B)(6) 2015 the device had consumed 2.645% of the battery and the diagvbat was at a value of 3.359 volts. On (B)(6) 2016 the device had consumed 4.257% of the battery and the diagvbat was at a value of 3.347 volts. On (B)(6) 2016 the device had consumed 10.174% of the battery and the diagvbat was at a value of 2.793 volts. Based on the battery gauge status for m105/m106, the battery voltage from (B)(6) shows 2.793 which falls in the range of 2.74v< vbat<= 2.87v which would show a 25% remaining green indicator on the battery gauge. The explanted generator was received for analysis on 07/06/2016. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the model 106 generator was completed and approved on 08/08/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.the battery, 2.783 volts as measured during completion of test parameter of the final electrical test, shows an ifi=yes condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator. Updated decoder with implant date information was reviewed: no new information showing electrocautery usage is seen from the decoder. It is still possible that cautery was used after this data was obtained.